Event description:
It was reported the patient complained of syncope and was seen in the emergency room approximately one week after implant. Far-field r-wave oversensing was seen. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.